Manufacturer narrative:
(B)(4).

Event description:
It was reported that was an error on the clinical note when performing a procedure. Patient was in the or for a normal device implanted. Device was interrogated under rf telemetry. During the procedure, when attempted to write the clinical note, it saved, and would show on the initial interrogation screen, but when clicked into the clinical note screen, it was blank. Device was re-interrogated and the note showed up with no issues. Patient tolerated the procedure well and will be followed normally.